Event description:
It was reported that the annuloplasty ring was explanted after an implant duration of approximately 6 weeks due to severe mitral regurgitation, secondary to dehiscence. Per the op report, the ring was found to be dehisced completely with the exception of 2 sutures that were holding it to the posterior annulus. There was no evidence of infection. It appeared as though the sutures had pulled out of the tissues. It was not clear why the sutures pulled through the tissue. It was decided to replaced the patient's mitral valve. An edwards bioprosthetic valve was implanted. Transesophageal echocardiogram showed good function of the bioprosthesis with no perivalvular leaks and good ventricular function. No operative complications reported. Patient was discharged home in good condition.

Manufacturer narrative:
Ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Per the op report, it was unclear why the ring had dehisced during explantation. The device was not returned to edwards for analysis. In this case, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible.